Event description:
It was reported that the patient experienced a "possible infection or pump failure." The reporter was unsure of the exact issue. Drug infused via the device was baclofen at a daily dose of 740mcg. Healthcare provider (hcp) wanted to know about the equivalent of intrathecal to oral baclofen. On (B)(6) 2012, it was reported that the patient hadn't been seen by the hcp since (B)(6) 2012. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8709, lot #: l69144, implanted: (B)(6) 1999, explanted: unk.

Event description:
The patient was switching to oral medication because they were considering the removal of the pump. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).